Event description:
The pt was revised because of osteolysis, polywear and infection.

Manufacturer narrative:
Examination of the returned product confirms the reported polyethylene wear. Although the exact root cause could not be determined, bone overhanging the femoral component may have been a contributing factor to the wear noted. The investigation could not verify or draw any conclusions about the reported infection; however, infecton after approx 4 years implantation is unlikely product error related. The need for corrective action was not indicated.